Event description:
The following has been reported by customer: customer reported three agilia vp mc wifi devices had unexpected pressure settings. Only two devices available for investigation. The devices had been configured with the gg&c nicu vp v.12 configuration therefore should have variable pressure management limits 50mmhg - 500mmhg. The devices had a 3 level pressure management setting with limits set at low 310mmhg med 625mmhg high 750 mmhg instead of the expected variable 50mmhg - 500mmhg pressure management settings. All devices are connected to wifi. Additionally, customer reported that event log of device 25591080 reported on 24/10/2025 that pressure limits had been set at both 100mmhg and 750mmhg on the same day. Has this occurred in the past, if yes, has it been reported to fk before? Yes, this occurred previously within nhs greater glasgow & clyde at a different site. Any other information/ immediate actions taken: customer took a snapshot of the data set from device with the unexpected pressure limits and put the same snapshot back on the pump; they would then go back to the expected variable pressure limit 50 to 500mmhg. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.